Manufacturer narrative:
D10 concomitant product: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm, (lot#: n4h2053y); sigphandle, sig power sigphandle handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a sleeve gastrectomy, there were issues with the tri 2.0 sig60axt 60 xtra thk 15mm reload. The surgeon experienced partial firing of the reload across stomach tissue, despite the device completing its 2 beep end tone. It was also noted that there was a staple formation. To resolve the issue, a new reload was used to continue the procedure.